Event description:
(B)(4). Same patient as MDR ID#: 2134265-2013-05802. It was reported that during a coronary artery stenting treatment procedure, vessel dissection occurred. The index procedure was performed in (B)(6) 2013. The de novo target lesion was a type c eccentric lesion with under 45 degree angulation. It was located in the mid right coronary artery (mid rca) with 90% stenosis and was 35mm long with a reference vessel diameter of 2.5mm. The target lesion was treated with pre-dilation and placement of a 2.50x38mm promus element plus stent at 12atms. Post-dilation was performed. Then vessel dissection was noted at the distal lesion.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that during the index procedure a 2.5x38mm promus element plus stent was also placed in the distal rca. Four days later, the patient expired.

Manufacturer narrative:
(B)(4).